Manufacturer narrative:
This report will be updated when the investigation is complete. The trends will be evaluated. This event occurred in (B)(6). This is the same event as 3010536692-2015-01826.

Event description:
Allegedly the distributor claimed that the surgeon did the tha with pz stem manufactured by microport. The surgeon punched into the acetabular part using the punch until it had been matched with size 50 punch. Then seat into the size 50 cup and drive in two screws to fix it up. But it failed to assemble and implant the liner (group1, 28mm,15 and #12290). After nearly 30 minutes, it still could not be assembled and the cup was loose affected by overmuch strike. The surgeon changed the size 52mm cup and group 2 liner to go ahead the surgery.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The device was returned.